Event description:
Caller reported that a malfunction occurred on pump, displaying a resettable malfunction code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, which successfully resolved the issue, and instructed them to call back if the malfunction code recurs.